Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the nozzle of the videoscope had foreign material. A definitive root cause could not be determined. Based on the external appearance and shape, it is considered to be residue from some substance adhering to the facility environment, which dried and became firmly attached. However, while we conducted an investigation into the reprocessing status at the facility, no effective information was obtained, preventing us from identifying the origin of the foreign matter or the specific factors leading to its residual presence within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the nozzle of the videoscope had foreign material. There were no reports of patient involvement.